Event description:
It was reported that a critical alarm was heard and a pump motor stall occurred with no recovery and was confirmed by pump event logs. Pump logs showed the motor stall on (B)(6) 2012 with tube set on (B)(6). It was the only stall logged from prior to (B)(6) to the day of the report. The patient thought they had an MRI sometime in the beginning of (B)(6). The patient experienced increased pain that began prior to the motor stall when the patient fell, which was approximately 1 month prior to the report. The reporter stated that the patient was 'in a lot of pain.' The pump logs were never checked post MRI in the beginning of (B)(6). The reporter was to continue interrogating the pump to check for recovery. The device system was used to deliver dilaudid and bupivacaine. It was later reported that the cause of the event was and MRI and age of the pump. The patient did not present to the physician following the MRI to be sure the pump was still functioning. A pump replacement was scheduled but had not yet taken place at the time of the report. The patient outcome was reported as recovered without sequelae. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).